Event description:
A report was received that the patient was experiencing back pain. The patient underwent a wound drainage surgery in which the physician cleaned out both the midline incision and pocket site due to possible infection.

Manufacturer narrative:
Additional information was received that the computerized tomography (CT)scan was taken but was unable to get results. The patient was doing well postoperatively after a wound drainage surgery. It was also reported that the physician could not provide the details of the infection. No further course of action will be taken at this time. Additional suspect medical device component involved in the event: model #: sc-8336-50 serial #: (B)(4) description: coveredge 32, 50 cm 4x8 surgical lead it is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing back pain. The patient underwent a wound drainage surgery in which the physician cleaned out both the midline incision and pocket site due to possible infection.